Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm and an occlusion alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 150 mg/dl. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.